Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise oversensing was detected on the right ventricular lead. Noise was noted after left shoulder surgery. The left ventricular lead was reprogrammed to resolve the issue. The patient was in stable condition throughout.